Event description:
Patient undergoing distal pancreatectomy and splenectomy for neuroendocrine tumor of the pancreas. The echelon 3000 60mm powered stapler being used during the process of resection misfired. It is unknown exactly what it did, but it was clear it did not fire correctly as it made a different sound than it would when it is powered and working properly since it is motorized. At the time of the staple misfiring, the surgeon noted bleeding, and it was found to be from the splenic vein. The surgeon said the etiology of the bleeding is likely complex and multifactorial since the type of tumor the patient has is quite vascular and the patient¿s pancreas is thick and hard, but the bleeding did occur/was noted following the stapler misfire. Hemostasis was achieved and the patient is currently doing well.